Event description:
A pt reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 91, 41, 88, 30 mg/dl. Tests were done within 10 minutes with a difference of 30 mg/dl. Patient did not experience any adverse events. No further information has been reported.